Event description:
It was reported by the patient¿s spouse that the patient suffered a stroke and believed to be related to the device not doing it's job. In addition the spouse reported that the patient¿s heart was not pumping fast enough and the device did not sound off. Additional information has been requested. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient¿s spouse that the patient suffered a stroke and believed to be related to the device not doing its job. In addition the spouse reported that the patient¿s heart was not pumping fast enough and the device did not sound off. Additional information was later received from the physician's office stating that there was not any evidence that the device had any performance issues. It was also reported by the physician's office that there was nothing in the patient's chart that actually discussed the patient ever having a stroke. It was also noted that the patient was diagnosed with cerebral vascular accident (cva) and that the doctor determined that this patient has class three heart failure. There were no allegations found in the record against the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949 implantable tachy lead implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4).